Event description:
The pt underwent a laparoscopic sigmoidectomy due to diverticulitis. Cystoscopy with bilateral ureteral stent placement was also done during the same procedure. On pod 5, the pt complained of abdominal pain and x-ray revealed free air and fluid in the abdomen. Anastomotic dehiscence was found upon re-exploration. The ring was removed and diverting colostomy and hartman's were performed.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for eval. However, the production history files were reviewed, indicating that the device was released pursuant to the product specs. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. The applicable 510(k) is: k093661.